Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 406 mg/dl. The customer was assisted with troubleshooting. Customer states auto mode status screen shows sensor not ready. Customer states insulin pump had insulin flow blocked alarm during basal. Customer states the insulin exited. Customer states the cannula was not bent. Customer states they reconnect tubing at quick release and prime a 5 unit fill cannula and results of prime was insulin pump alarmed. The insulin pump will not be returned for analysis.